Event description:
It was reported that at the end of a home treatment with a revaclear 400, the patient experienced hives and a stiff tongue. The patient was hospitalized and treated with benedryl. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.